Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient has always experienced slight discomfort. Dr (B)(6) called him and told him that he needs an MRI and blood tests. He has elevated levels of cobalt.